Event description:
Correction: the previous or initial MDR submitted on february 18, 2025, was filed inadvertently. The correct date of awareness shoule be february 14, 2025, not january 24, 2025 as previously reported.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.